Event description:
Patient was implanted with hardware on (B)(6) 2012. Patient developed an infection. On (B)(6) 2012, the surgeon did a rinse out due to the patients infection. The surgeon went deep enough into the wound and was able to see the screw. The surgeon was not satisfied with the positioning of the screw. The surgeon then removed the screw and the locking cap. The sales consultant believes the area was at c2-t3 levels. The surgeon did not replace the hardware. This is 18 of 34 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.